Event description:
Patient was injected with 1 ampoule divided to both sides of the tear groove. Erythema also developed the day after injection. "Anti - inflammatory multiwaves - led" performed. Symptoms were partially resolved. Patient showed momentary improvement after 2 hyaluronidase injections and oral treatment.

Manufacturer narrative:
Additional data:

Manufacturer narrative:
Additional data:

Event description:
Additionally, the healthcare professional reported that the "edema and visible nodules in region of inferior eyelid" occurred mainly on the right side. A biopsy of the lesion was performed. The microscopic examination showed "small skin fragment presenting collections of mucinous material in the deep dermis, which was confirmed by colloidal iron staining. No surrounding granulomas were observed. Superficial dermis showed ectasia of blood vessels with slight perivascular lymphomononuclear infiltrate having melanophages. The epidermis exhibited rectification of the interpapillary ridges. There were no signs of malignancy. The diagnosis from the biopsy was "presence of hyaluronic acid in deep dermis without tissue reaction." The doctor plans to "soak" the region with hyaluronidase, doing as many sessions as necessary.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm ultra¿ xc to filling of lacrimal groove. The following day patient presented with edema and was prescribed postec. The following month, patient experienced 2 little balls on lower eyelids. Postec treatment continued. A week later, patient had edema without nodulations. Patient reports lower left eyelid edema via phone 2 and a half weeks later and was advised to receive hyaluronidase. Hyaluronidase was provided a week and a half after that. Photos provided demonstrating nodular lesions on right and left eyelids 7 and a half years later. Again, oriented return to hyaluronidase. 2 weeks later, hyaluronidase applied in right and left lacrimal groove. Requested ultrasound. Prescribed meticorten 60 mg per day for 3 days, 40 mg per day for 3 days, 20 mg per day for 3 days + ciprofloxacin 500 mg per day for 6 days. The following day patient is satisfied. The following week, patient says that the face is swollen. Prescribed clob-x and suspended meticorten. The next day, patient experienced face and body edema. Patient underwent surgery and "it was not possible to remove." 6 months later, patient questions if it is hyaluronic acid and once again was oriented on the attached label. Ultrasound request reinforced. Ultrasound completed the following week and results noted the possibility of granuloma.